Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) and the inferior mesenteric artery (ima) to treat an endoleak using a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy had a 180-degree downturn into the artery that fed the endoleak. During the procedure, while attempting to advance the lantern and non-penumbra catheter through a non-penumbra sheath, the physician experienced resistance, and the lantern would not advance beyond the 180-degree downturn; therefore, it was removed. The procedure was completed using another microcatheter and the same catheter and sheath. There was no report of an adverse effect to the patient.